Event description:
It was reported that the coating peeled off. The target lesion was located in an artery in the liver. A 135/20 renegade hi-flo kit was selected for use. During procedure, it was found out that the coating of the device peeled off. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.